Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening extended on anterior and weight to the spec. A visual and microscopic analysis was performed which identified: striated opening on anterior and creases fold. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage.

Event description:
Healthcare professional reported "damaged" device when about to implant the new device in patient." Device was not implanted. Healthcare professional later reported "device ruptured while the physician was placing the device in the patient, patient contact was made" and a backup device was used.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device.

Event description:
Healthcare professional reported "damaged" device when about to implant the new device in patient." Device was not implanted. Healthcare professional later reported "device ruptured while the physician was placing the device in the patient, patient contact was made"